Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient's implantable neurostimulator (ins) was poking out. The patient noted that she had gastric bypass years ago and she was starting to lose weight. The patient stated that it was pink and warm at the ins site and it had gotten worse. The patient noted that she could almost feel the whole device through her skin. The patient noted that she had not had any falls.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had lost 80 lbs and could see the ins through their "butt." The patient noted that they are continuing to loose weight and that because of the ins poking out it hurts to lay/sit and the patient is uncomfortable. The patient noted that their hcp would talk to an implanting hcp to discuss replacing the ins. No further complications were reported.